Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this rv lead triggered the lead safety switch due to an impedance measurement of less than 200 ohms. The patient was to be seen in the clinic for further evaluation. No adverse patient effects were reported. The patient was seen on (B)(6) 2016 in clinic for evaluation. Lead impedance was still less than 200 ohms at bipolar configuration with rv lead impedances of 560 ohms in unipolar. This lead was capped and replaced.